Event description:
It was reported the the blood pressure (bp) reaches about 140, but does not alarm at the central monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and identified that the customer manually set heart rate (hr) alarm limit to 140 and when heart rate reached above high limit yellow alarm seemed to have a delay around 30-40 seconds before yellow alarm triggered. The fse assisted the customer with setting the default mx40 heartrate settings alarm limit for high limit as 120. Following the setting adjustment, the device was teseted and the yellow alarm triggered immediately. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. No part was replaced. The investigation concludes that no further action is required at this time. Reporting institution phone: (B)(6). Reporter phone: (B)(6).